Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving persistent no delivery alarms from his insulin pump. The customer could not complete troubleshooting during the call with the helpline. The customer was advised to return the related infusion set and reservoir for analysis as there may have been an occlusion resulting in the alarms. The customer stated he had stopped insulin pump therapy due to the alarms. No further information was provided, no blood glucose values.